Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
Device cut the suture after firing. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The initial MDR #3004365956-2017-00142 was submitted in error.